Event description:
The device was used during a miles procedure. Reportedly, the staples were missing. The surgeon resected the tissue at the application site nd applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.